Manufacturer narrative:
As the sterile lot number was not available, device history record review could not be performed. The product is to be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
This patient was undergoing coil embolization within an anterior communicating artery aneurysm (acom). He noticed a hub leakage of the guiding catheter at the end of the procedure. There were no reported patient injury. Addendum: the leak appeared to be coming from a crack in the hub. There was nothing unusual in terms of connecting or use. The procedure was completed without incident. The physician noticed the leak upon breaking things down after the case.